Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in finland. It was reported that patient faced infusions set tap not sticking event on (B)(6) 2024. Infusion set came off middle of set wear due poor adhesiveness. No further information available.